Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during drain 5 of 5 on the home choice (hc). The home patient (hp) stated the patient line disconnected from the transfer set and the machine alarmed. The hp stated his wife cleaned both ends and reconnected the hp. The technical service representative (tsr) had the hp close all the clamps and close the transfer set. The tsr had the hp cycle the power and the hc alarmed se 2367. The tsr instructed the hp turn off the machine and turn the machine back on. The hc went to press go to start. The tsr then instructed the hp to disconnect the aseptic way and contact the peritoneal dialysis nurse (pdn). The hp stated he had been trying to contact her for 40 minutes and she did not call him back. The hp stated he had a funeral to go to that night and would start therapy again that night. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 complaint is due to the use error - patient disconnected from set described by the home patient, which is a known cause of the alarm. Failure to follow proper disconnection procedure can introduce air into the system and cause the alarm. Per the baxter homechoice operator's manual, users are advised of the proper disconnect and reconnection procedure. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.